Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi factorial.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the broken piece was not left behind in the patient and there was a delay to surgery of five minutes. It was further reported another blade was readily available and the procedure was completed successfully.